Event description:
It was reported that during a rotational ablation procedure, a burr became stuck in the lesion. The patient had undergone an unsuccessful balloon angioplasty 3 weeks prior to this procedure. Vascular access was obtained through the femoral artery. The 70% stenosed, de novo, concentric lesion was located in the severely calcified, >45 and <90 bend and severely tortuous mid right coronary artery (rca). The lesion length was short with a diameter of 3mm. The rotational speed of the 1.75mm rotablator rotalink plus was set at approximately 150,000rpm. The physician continuously advanced and retracted the burr while it was rotating with the advancer knob. Resistance was encountered but the burr crossed the lesion. On the second attempt to cross the lesion, the burr became trapped in the lesion. The physician was unable to pull the burr back. Another manufacturer¿s guide wire was inserted close to the burr and a 2.5mm x 15mm balloon catheter advanced proximal to the burr and inflated; however, attempts to remove the burr was unsuccessful. The patient was transferred to another hospital with emergency transport for surgery. The patient¿s electrocardiogram was rather normal even at the time when patient left hospital. The patient received bypass and was in very bad condition after surgery. The surgeon informed the interventional cardiologist that patient¿s condition became better. No further patient injuries or complications were reported. The patient¿s status was reported as ¿mobilization; still in hospital¿.

Manufacturer narrative:
(B) (4)(B) (4)(B) (4)